Manufacturer narrative:
It was reported to abbott a patient could not enable MRI mode. Impedance checks showed high impedances. A lead revision is planned but has not been scheduled. The patient is undergoing tests. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000162103.

Event description:
It was reported that patient could not set the device into MRI mode. System diagnostics recorded high impedances on one lead. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.